Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1806228, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect observed. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. All retained samples were evaluated and found to be within required specifications. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that 2 of the bd plastipak¿ concentric luer lock syringes had "stiff" plungers that were difficult to operate, which posed a problem as the syringes were used in "large volumes" for "aseptic and chemotherapy manufacturing". As reported by the customer, "the syringes are very stiff to use, they create manual handling issues for our staff-especially since we regularly need to use them for large volumes in aseptic and chemotherapy manufacturing."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd plastipak¿ concentric luer lock syringes had "stiff" plungers that were difficult to operate, which posed a problem as the syringes were used in "large volumes" for "aseptic and chemotherapy manufacturing". As reported by the customer, "the syringes are very stiff to use, they create manual handling issues for our staff-especially since we regularly need to use them for large volumes in aseptic and chemotherapy manufacturing."